Manufacturer narrative:
Since no logfiles were available for evaluation, the event description has been the basis for the complaint investigation. The reported ventilator shutdown is caused by the vacuum pressure being out of range ¿ root causes can be an issue with the vacuum pump or a leak e.g. At the ventilator lid, upper diaphragm or the hose to the apl bypass valve. The vacuum pressure inside the ventilator is needed to keep the piston diaphragm in place. It was additionally reported, that the biomed checked the device in question after the event. The power was cycled off and the pump build-up the required vacuum pressure faster than normally expected. Thus, a permanent problem with the vacuum pump can be excluded. Since the problem was reportedly solved without replacing parts and the fabius has already been returned to clinical use without further problems reported, a temporary leak at operator touchable parts was most likely the root cause for the reported symptom. The problem must have occurred during the case as the device would not have passed the pre-use test if the problem had been present prior to use. The fabius system monitors the vacuum pressure and posts a vent fail alarm in case the pressure is out of range. In this case, the fabius shuts down automatic ventilation to prevent from damages and the device will generate an audible alarm and visible alarm message ¿ventilator fail¿ will be displayed. Manual ventilation and monitoring is still functional. Dräger finally concludes that the device responded as specified upon the symptom; no patient consequences have been reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that there was a vent failure (code v044) during use of a fabius tiro. After this event, the biomed was not able to reproduce the reported problem and the fabius was running without further problems. There was no patient injury reported.